Manufacturer narrative:
On may 25, 2023, mentor was notified that the patient underwent bilateral removal and replacement with 750cc mentor memorygel breast implants. On may 31, 2023, the mentor analysis lab received the suspect medical device for evaluation. With the return of the device, the device identity was provided with the following. Size: 750cc brand name: mentor memorygel breast implant catalog: 3507504bc lot: 6830523 on june 06, 2023, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured and received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed for lot 6830523, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As the date of implantation was originally provided as a best estimate, follow-ups were conducted to obtain an accurate date. However, no information was ever received. If new information becomes available, mentor will submit a supplemental report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture date of explantation: (B)(6) 2023 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 64-year-old caucasian female patient underwent a primary breast reconstruction surgery with implantation of a undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient experienced right breast pain. Subsequently, she was diagnosed with a ruptured right breast implant using magnetic resonance imaging. As a result, the patient is scheduled for removal on (B)(6) 2023. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.